Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 368057a met criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot met release specification. Although a medical condition was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results are as follows: (B)(6): inratio= 5.0, lab= 1.28. The patient's therapeutic range is: 2.0-3.0.